Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was starting probably a couple months ago pt had trouble off and on recharging the implantable neurostimulator (ins) and now it was really bad to where the ins would not charge past 50%. Pt had to work hard at recharging the ins since it was intermittent. Pt would hold their controller in a certain position and when they put the controller in their jacket when recharging the ins it would go from excellent and then it would beep saying it was not working. When recharging ins it would be recharging and then they would get a screen with a red triangle that said the ins battery was down. Pt clarified the ins battery would be at 60% for it would go from 60% to 0% by the next morning. When recharging the ins it would not tell them the charging position was off because when they would check the screen it would say recharging needed attention. Pt would get random screens that would not make sense to what they were doing and they got a message that would say battery low recharge implant soon when trying to charge. Pt blew into the controller charging port and reset the controller but issues persisted. During call pt verified no damage to the recharger telemetry module (rtm) or to the controller charging port. The issue was not resolved. A request was sent to the repair department to replace the rtm.

Manufacturer narrative:
B3: event date was asked and it is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5: updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from patient. Patient stated for months they were having problems. They would put the belt on to charge, it would say excellent. They would check it 30 min later, that would get off. Or the remote couldn¿t find/locate the battery(s). They would have to constantly check the remote to see if it was working. Sometimes going days trying just to get a little bit of charge. They took the battery out several times with no change except for it loosing the memory of what setting were on it. They blew in the remote connection and inspected the connection cord. There were never any kinks in the cord. They have always maintained it very good. They were sent a new battery charger and it works very good and quickly. Issue has been resolved.